Event description:
Patient's medial calcar was fractured upon inserting implant.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). Related dimensional inspection was performed on the returned stem. No discrepancies from requirements was identified. A complaint database search finds no other reported incidents against the provided product and lot combination. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation did not verify or identify any product contribution to the reported event. Surgeon technique when implanting the stem is possible factor. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.